Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b3.

Event description:
Healthcare professional reported " no" was marked for if the device caused or contributed to the reason for removal. Later, healthcare professional reported "deflated left implant". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported " no" was marked for if the device caused or contributed to the reason for removal. Later, healthcare professional reported "deflated left implant". This record is for the left side. The device was explanted and replaced.

Event description:
Healthcare professional reported " no" was marked for if the device caused or contributed to the reason for removal. Later, healthcare professional reported "deflated left implant". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿deflation: valve leak and/or damage: observed delamination of diaphragm valve through visual inspection assessed as adhesive failure no further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Peer/ supervisor reviewer.